Event description:
Alleged the bed drifts into the trendelenburg position.

Manufacturer narrative:
The facilities maintenance alleged the birthing bed would drift into the trendelenburg position. The trend gas springs were replaced to repair the bed.